Event description:
It was reported that the patient underwent initial partial hip arthroplasia on(B)(6) 2014, due to fracture. The initial surgery took place in the hospital (B)(6), derived by interconsultation to it from the hospital (B)(6) - from servicio (B)(6). Subsequently, a revision surgery was performed on an unknown date, due to unknown reason. This is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This final report is being submitted to make corrections. The complaint has been reopened and investigated thoroughly. Corrections: it was initially reported that a revision surgery was performed on (B)(6) 2014 due to unknown reason. However, upon reassessment of the complaint, it was identified that a revision surgery was performed on an unknown date, due to unknown reasons. -based on the information received, there is no mention of an implant fracture just a fracture being the reason for the initial procedure. The product has not been received. Therefore, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation (e.g. Medical records), which could provide additional information. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 650-0337. Risk assessment: the event reports revision was required due to an unknown reason. The reported event is considered in risk management report; taperloc hip stem. Multiple hazards (lines) include a harm with a severity score of 4, which is in line with the reported event. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Without the opportunity to examine the complaint product and without the opportunity to review the medical records, the root cause cannot be determined due to insufficient information.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The doctor reported that the cause of the initial surgery was a fracture of the hip on an unknown date. Subsequently, a revision was performed due to unknown reason.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: ringloc bi-polar 28x42mm catalog #: 11-165208 lot #: 359500, medical product: cocr hd sht nk 28 -3.5mm 12/14 catalog #: p0206c28 lot #: 00j3150945, medical product: distal plug pe 11mm catalog #: 4341 lot #: 0000924689, medical product: biomet plus bone cement 1x40g catalog #: 3020810401 lot #: 211cak1911. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
The doctor reported that the cause of the initial surgery was a fracture of the hip on an unknown date. Subsequently, a revision was performed due to unknown reason.